Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient presented in clinic with redness noted at the pocket site. The pocket redness worsens post-antibiotics treatment and the physician determined that the pocket was infected. The physician subsequently explanted the implantable cardioverter defibrillator (ICD), the right ventricular (rv) lead, the chronic right atrial (ra) lead and the ra lead that was previously capped in (B)(6) 2026. The physician believed that the infection was related to the recent atrial lead revision procedure in (B)(6) 2026. The patient was in stable condition.